Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small puncture hole in the silicone tubing, (stated as ¿in the middle¿) of a minicap extended life pd transfer set which resulted in a leak. This was identified during an unspecified process step of peritoneal dialysis (pd) therapy. The patient was given prophylactic antibiotic as precautionary measure and the transfer set was replaced. There was no patient injury associated with this event. No additional information is available.